Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus\ migration: yes'), device breakage ('breakage/ expulsion: breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("diagnosed nickel allergy: yes") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, device breakage, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure (ess205). The reporter commented: received treatment for pain-pelvic/ abdominal. Bleeding: menorrhagia (heavy menstrual bleeding, general abnormal bleeding. Nickel allergy, breakage, psych injury, migration, perforation: uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and uterine perforation ('perforation: uterus/migration: yes /migration of essure device location of device: uterus fundus/possible that the essure coils are partially displaced and located within the endometrium') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included miscarriage. Concurrent conditions included multigravida, parity 3 (living children 3,), vaginal delivery, hematuria, constipation, restless leg syndrome and horseshoe kidney. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain/chronic"), allergy to metals ("diagnosed nickel allergy: yes"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced migraine ("migraine / headache"), 3 years 4 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy, (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, depression and anxiety outcome was unknown, the pelvic pain was resolving and the abdominal pain, allergy to metals, genital haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain-pelvic/ abdominal. Bleeding: menorrhagia (heavy menstrual bleeding, general abnormal bleeding. Nickel allergy, breakage, psych injury, migration, perforation: uterus quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-jan-2020: plaintiff fact sheet was received. Event added from pfs- she did not undergo essure confirmation test. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and uterine perforation ('perforation: uterus/migration: yes /migration of essure device location of device: uterus fundus/possible that the essure coils are partially displaced and located within the endometrium') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Concurrent conditions included gravida ii, parity 3 (living children 3,), vaginal delivery, hematuria, constipation, restless leg syndrome and horseshoe kidney. On (B)(6) 2006, the patient had essure (ess205) inserted. In september 2006, the patient experienced pelvic pain ("pelvic pain/chronic"), allergy to metals ("diagnosed nickel allergy: yes"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced migraine ("migraine / headache"), 3 years 4 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy, (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, depression and anxiety outcome was unknown, the pelvic pain was resolving and the abdominal pain, allergy to metals, genital haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain-pelvic/ abdominal. Bleeding: menorrhagia (heavy menstrual bleeding, general abnormal bleeding. Nickel allergy, breakage, psych injury, migration, perforation: uterus quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events - abnormal bleeding(vaginal), mental anguish, migraine headache were added. Previously reported event of psychological trauma updated to depression. Concomitant condition added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus\ migration: yes'), device breakage ('breakage/ expulsion: breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("diagnosed nickel allergy: yes") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, device breakage, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure (ess205). The reporter commented: received treatment for pain-pelvic/ abdominal. Bleeding: menorrhagia (heavy menstrual bleeding, general abnormal bleeding. Nickel allergy, breakage, psych injury, migration, perforation: uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: case become incident, previously added injury nos was replaced with pelvic pain, & new events- abdominal pain, menorrhagia, general abnormal bleeding, nickel allergy, device breakage, psych injury, perforation: uterus, were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.